Event description:
It was reported that this artificial urinary sphincter (aus) was not working. Upon removal, the physician observed that the connections between the cuff and the pump were not properly secured, as the tubing came apart with minimal manipulation. The physician suspected that the poor connections had caused fluid leakage, compromising the device's functionality. No patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for pump is (B)(4). Concomitant product UDI for balloon is (B)(4).